Event description:
It was reported that the trial patient had only voided 1 time since the trial began this morning. The patient was concerned that they may need to catheterize. It was further reported that the patient was fine. The patient was implanted on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).